Event description:
Information received indicates the bed has intermittent knee and head section functions.

Manufacturer narrative:
The technician isolated the issue to the hydraulic valves. He replaced the knee up and head up valves to repair the bed.